Event description:
Report received from the USA stating that there is a "cord damaged" issue. The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent.